Event description:
Rxl chemistry instrument reported critical results of na 122, k 2.7 and chl 90. Instrument repeated since values were critical. Repeat results were na 135, k 3.1 and chl 103. Dade could not explain this error except their usual specimen integrity. The instrument reported three incorrect results.